Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the bottom of the insulin pump was discolored like it was burned. It had a brown spot. Their doctor advised them to get the device replaced. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They did not know how the damage occurred. The customer had noticed the damage because the device felt like it pinched or burned them. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at reservoir tube window corner, cracked reservoir tube window and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.